Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The received part shows wear and tear. The distal tip of the instrument is broken off. It was not sent back. The complaint is not design related. There were no findings. The distal pin most likely broke off due to excessive force. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records review was conducted. The report indicates that the: 03.812.003 lot. 7952147, manufacturing location: (B)(4), manufacturing date: 16.aug.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that this applicator inner shaft belongs to loan department. When the set was returned by the customer the inner shaft came back broken. This complaint involves one part. This report is 1 of 1 for com-(B)(4).